Event description:
It was reported that the pt started to feel some pain and discomfort a couple of days ago at the ipg site and the pain went down to his legs. There was slight redness over the ipg site. It was also reported that a month ago, the pt fell from a moving delivery truck and absorbed most of the impact with his shoulder. The device is still in use. No pt complications were reported as a result of this event. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.